Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be reimplanted. The external visual inspection revealed the electrode was sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire at an electrode contact pad. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the mechanical and electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly has a history of cochlear ossification and experienced no auditory sensation with the device. The recipient's device was explanted.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient is reportedly doing well.